Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month after the implant procedure, the patient felt the implantable cardiac monitor (icm) moving inside of them and was "sometimes flipping over width wise." The device was explanted. No patient complications have been reported as a result of this event.